Manufacturer narrative:
Patient demographics were provided.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. The report of balloon burst was confirmed. The balloon was ruptured near the distal winding. The edges of ruptured latex did not appear to match. Both balloon windings were intact. No other visible damage was observed from catheter. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the instructions for use, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation volume for each size catheter. Exposure to calcified plaque within the vessel may increase the possibility of balloon rupture. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a procedure with this fogarty catheter, the balloon burst. The fluid amount injected to inflate the balloon was as per the instructions for use (IFU). The issue was solved after successfully exchanging this catheter to another fogarty catheter. A lower liquid density was used in the second test. This issue caused a loss of time on a 30 minutes maximum procedure. There was no allegation of patient injury reported. Patient demographics have been requested. This device was available for evaluation.

Manufacturer narrative:
A product risk assessment was performed for further investigation. Additionally, as part of the manufacturing process, balloon inspections are being performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.